Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient broke aseptic technique with no further information provided. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on an unreported date and completing the same day as hospitalization ended, the patient was treated with ancef and vancomycin intravenously (specific durations, dosages, and frequencies not reported) for the peritonitis event. Beginning on the day of hospital discharge and ending on an unknown date, the patient was treated with ancef and vancomycin intraperitoneally (specific durations, dosages, and frequencies not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. After three days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.